Manufacturer narrative:
The device passed the external visual and the photographic imaging inspections. System lock was verified. The device passed the electrical test performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and the photographic imaging tests. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.